Event description:
The initial reporter received questionable ise indirect gen.2 na results for 377 patients tested on a cobas 8000 cobas ise module. Based on the provided data, the results for 47 patient samples were discrepant. The patient's initial na results were reported outside the laboratory. The customer performed repeat testing with the samples. Below is an example of a questionable na result provided by the customer: the patient's initial na result was 128 mmol/l. The patient's first repeat result on the same cobas 8000 cobas ise module was 137 mmol/l. The patient's second repeat result on a different cobas 8000 cobas ise module was 137 mmol/l. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer replaced the sample probe and changed the water supply filter. The field service engineer found the vacuum nozzle tube was not properly placed. He replaced all of the ise solutions with naoh and performed ise checks to clean the ise system. He checked the gear pump and it was ok. He primed the system to check for bubbles in the flow path and did not see any. He performed precision testing and had acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.